Manufacturer narrative:
Eval: lab examination of the returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. The iab inflated and functioned normally when attached to the sys 97 iabp in the lab. No alarms were triggered. Probable cause of difficulty: no leak was found in the returned iab. It was not possible to determine the cause of the reported difficulty based on the event description and examination of the returned product.

Event description:
The iab would not inflate. The iab was removed and a second was inserted. On 3/30/98, the following info was reported to datascope: the iab was inserted into the pt on 2/16/98. On 2/18/98 after iabp for 48 hrs, blood was noted back into the pump. There was no pt injury or complication as a result of the event. The pt was discharged from the facility. On 4/8/98, the following info was reported: the iab was inserted into the pt on 2/16/98 at 4:00 pm. On 2/18/98 at 4:00 pm, the iab leaked and the iab was removed. Blood was noted back into the pump. No second iab was inserted into the pt. [Event complications]: unk-reported 1/23/98; none-reported 3/30/98, 4/8/98. [Pt's current status]: discharged-rpt'd 3/30/98.